Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report is for an unknown dynamic hip screw construct. Plate, fixation, bone: hrs without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, ramanoudjame, m., guillon, p., dauzac, c., meunier, c. And carcopino, j.m. (2010, may). CT evaluation of torsional malalignment after intertrochanteric fracture fixation. Orthopedics and traumatology: surgery and research, 96, 844-848. The authors conducted a prospective study to assess the rotational malalignment induced after reduction and osteosynthesis of trochanteric fractures with synthes device, dynamic hip screw (dhs) construct and device of competitor. Forty patients, nine males, 31 females, with mean age 78 years, range 51-90 years, were operated for a trochanteric fracture between january 2007 and september 2008. Fourteen patients were treated with dhs; 26 with intramedullary nail of competitor. The patients were evaluated for malalignment greater than 15 degrees on the operated side compared to the healthy side. The authors reported: one case treated with dhs that experienced 45 degrees external overrotation requiring femoral derotational osteotomy one year after the initial management of the fracture; and 15 cases of unsatisfactory reduction and 16 cases of malunion in which the device of the manufacturer was not specified. This report is for an unknown dynamic hip screw construct. (B)(4). A copy of the journal article is being submitted with this medwatch.